Manufacturer narrative:
Continuation of concomitant products: 4053 competitor lead, implanted (B)(6) 2007. Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted due to a system downgrade and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.